Event description:
During acl repair, the surgeon was inserting an ar-5035tb-09 into the knee when the driver bent causing the screw to break in half. Half of the implanted was left in the pt's bone with good fixation. The broken portion was removed, no other implant was inserted. No adverse consequence reported with the pt due to this event.